Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint/event was received regarding a tego¿ connector that experienced difficulty removing the device resulting in medical intervention. The report stated that the tego connectors couldn¿t get it off while trying to change, tried to cut it and still couldn¿t get off, so they were sent to ir. Event date is 14-feb-2025. The patient was sent to ir (interventional radiology). Ir needed to do a procedure to either change out access or help remove the tego. There is no information on what was ultimately performed other than the patient being sent there.

Manufacturer narrative:
The reported complaint of difficulty to remove could be confirmed from the photo received. The probable cause of the difficulty to remove is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process.